Event description:
Nurse was attempting to start an IV on a toddler. When felt that the IV was in, attempted to remove needle and advance catheter. The nurse stated: " it was like the IV was glued to the catheter and would not come off at all and couldn't advance." This happened with 2 separate IV catheter. When trying a third, she decided to check before using and the needle stuck and would not move within the catheter. She did not use this catheter and went with a different style of catheter.